Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a robotic bariatric procedure, the device misfired and only half of the green reload was fired. This occurred with two devices. A third device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one long60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. Event could not be confirmed as no cartridge was received for analysis. No malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device